Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage at the yaw pulley. It had charring and localized melting on both yaw pulleys in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had burn marks on the tips. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) received additional information: the thermal damage was first observed intraoperatively during use. There was no arcing observed. There was no patient injury. The instrument was inspected prior to use and no damage was noticed. There are no photographic images or videos of the incident available for isi to review. The instrument will be returned to isi for review.